Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tkq6, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported shocking and uncomfortable stim. Therapy was not on. No trauma/falls reported that could be related to this issue. Decreasing amplitude did not eliminate the uncomfortable stimulation. Turning the stimulation off did not stop the sensation. It was noted: stimulation was already off. Urinary/bowel symptoms had not returned. The patient didn't report return of symptoms, just a shocking/uncomfortable pain in her bladder. Symptoms reported were: shocking and burning pain. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2015. The patient went to the ER because she has "been in so much pain, I am in a lot of pain so they want me to turn the interstim off". The patient stated "its shocking me and burning me and shooting pain down in my bladder". This had been happening since (B)(6) 2015 when she had a manual security search with a wand done, at a prison. The security person held the wand over the ins (implantable neurostimulator ) even when she told them not to. Patient services had the patient use their patient programmer to check the ins so that they can turn stimulation off. However, when the patient synchronized, they saw the screen which shows that the stimulation was already off. The patient wasn't sure if she accidentally turned it off, or if the security wand turned stimulation off. The patient has an appointment to see the hcp (healthcare provider) in 4 days. Indications for use noted: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the steps taken to resolve the reported issue was that the representative changed the setting on their device and patient had been changing the setting at home but still have some leakage. The patient indicated that they can't seem to get it set right without pain and was hopeful they will figure it out soon.